Event description:
The physician performed a percutaneous transhepatic cholangiodrainage (ptcd) and attempted to place a cook endoscopy zilver expandable metal biliary stent system percutaneously. Prior to use, the product was inspected and everything was reported to be fine. While inside the pt, they felt resistance and pulled the stent back. Once pulled back, they observed the stent to have deployed 4-5mm. Another zilver stent was used successfully. This occurrence did not involve a pt injury or death. Nothing had to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Eval: our eval of the returned device confirmed the report of partial stent deployment. One cage of the stent has deployed and appears stretched. The stent remains intact. The tip of the introduction system has been retracted into the outer catheter. The extended portion of the stent and the stent lumen exhibit dried bodily fluids. The outer diameter of the catheter measured within the appropriate spec. A discrepancy that could have contributed to the reported resistance and incorrect stent placement was not observed during our eval of the product. No discrepancies or anomalies were observed during a review of the device history record for this device. We were unable to conduct a sample test from this lot because the devices had been previously distributed. A review of the twelve mo complaint history for this product family was conducted. In the past twelve mos, there have been no other reported occurrences of removing a partially deployed stent during a percutaneous placement procedure. Therefore, this represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: the info provided indicated use of the zilver expandable metal biliary stent system was attempted via percutaneous placement instead of endoscopic placement. Percutaneous biliary stent placement is a method of stent delivery that is in contradiction with the instructions for use provided with the zilver expandable metal biliary stent system. The instructions for use direct the user to introduce the stent delivery system through the accessory channel of an endoscope for placement through the papilla and into the common bile duct. The method of stent delivery could have contributed to the reported observation. The info provided indicated that while inside the pt, they felt resistance and pulled the stent back. Once pulled back, they observed the stent to have deployed 4-5mm. If add'l pressure was applied to the stent delivery system, perhaps in response to the resistance encountered while attempting the percutaneous placement, this could have contributed to partial incorrect stent deployment. The instructions for use warn the user that this stent is not intended to be repositioned or removed after deployment. Attempts to remove the stent after placement may cause damage to the surrounding mucosa. This stent is considered to be a permanent implant. In case of accidental deployment or improper placement, the instructions for use indicates the stent should be left in place and placement of a second stent should occur to achieve the desired result. Prior to distribution, all zilver metal biliary stent introduction systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the product was used in contradiction with the instructions for use. This observation represents an isolated occurrence. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.